Manufacturer narrative:
(B)(4) d4: additional device information/ model number - correction d4: additional device information/ serial number - correction d4: additional device information/ lot number - correction d4: additional device information/ unique identifier (UDI) number - correction d9: device availability - additional information e1: reporter address - line 1 ¿ correction e1: reporter address city ¿ correction e1: reporter address post office or zip code ¿ correction g6: report type ¿ updated/follow-up h2: correction/ additional information/device evaluation h10: corrected data

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement: failed. A review of the share logs was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.